Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
Reference MDR #1219856-2010-00922 for the first event involving the same patient. It was reported that while in the cath lab the md inserted the super arrow-flex (saf) sheath and then while inserting the intra-aortic balloon (iab) into the saf sheath the iab became stuck. The md removed the iab from the saf sheath. They opened a second pack and tried the second saf with the first iab. This one also got stuck. Another iab was prepped and inserted into the patient. There was no reported patient death or injury. Medical/surgical intervention was not required. The intra-aortic balloon pump (iabp) therapy was delayed 10 minutes. There were no reported patient complications. The patient received the iab and was moved to the cardiac care unit.